Event description:
It was reported that the lead was partially explanted and capped due to a fracture. There was also no capture when in a unipolar configuration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; proximal segment returned and analyzed.